Event description:
It was reported the patient was unable to adjust stimulation. Her patient programmer (pp) was showing a ¿call your doctor¿ icon and out of regulation (oor) condition. The patient had trouble adjusting stimulation last night. The patient was not sure if her device was on or off but it felt like it was off. The patient was scheduled to see her doctor in five days. Additional information received the day of the patient¿s appointment reported the cause of the event was the patient¿s tremor returned. It was noted impedance measurements were normal. The patient just needed reprogramming; voltage was increased and programmed bipolar. The patient¿s tremor was controlled. The patient did not require hospitalization due to the event. Additional information received two weeks later reported the patient had another oor condition. The patient¿s stimulation was set at 3.5 volts. She wanted to adjust stimulation down. It was noted she could adjust stimulation between 1.9 and 3.5. The patient interrogated her implantable neurostimulator (ins) and she saw the oor message which she was able to bypass. The patient then saw the therapy screen with the on and ok message. The patient was able to adjust stimulation down to 3.1 volts. After adjusting stimulation the patient placed her pp over her ins and pressed the orange check button and she did not see an oor message. It was reported the patient saw the oor message all the time and had been seeing the message since she was implanted.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v044062, implanted: (B)(6) 2007, product type: lead; product ID 3387s-40, lot# v044062, implanted: (B)(6) 2007, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient received assistance from their health care provider (hcp) or a manufacturing representative and their concerns were resolved. The patient had an appointment with their hcp on (B)(6) 2014.